Event description:
(B)(4).

Manufacturer narrative:
This report is to document an event that occurred outside the us and was investigated by the MFR. The cause for the event is determined to be from the pt experiencing an accident and not device related.